Event description:
It was reported that, after bilateral knee replacements had been performed in 2017, the patient began experiencing unspecified issues with his right knee. After further investigation it became evident that the post on the ps insert on the left knee had broken. This was treated by (B)(6) on (B)(6) 2024, in which he performed a revision surgery (poly exchange with a new ps insert). Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Corrected data: b5 - an error in the summary incorrectly stated "left knee" instead of "right knee." This has now been corrected.

Event description:
It was reported that, after bilateral knee replacements had been performed in 2017, the patient began experiencing unspecified issues with his right knee. After further investigation it became evident that the post on the ps insert on the right knee had broken. This was treated by dr. (B)(6) on (B)(6) 2024, in which he performed a revision surgery (poly exchange with a new ps insert). Patient's current health status is unknown.